Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "based on the information provided by the customer, a device history record (DHR) review was conducted. However, the review was unsuccessful due to the inability to trace lot number 06m1391292-019 within our system. At this time, it is unclear whether this issue is from an inaccuracy in the lot number listed on the notification summary or from another discrepancy. Without the physical return of the instrument, we are unable to determine what may have caused the alleged defect or validate the complaint. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.